Manufacturer narrative:
(B)(6). Investigation: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product, we were able to verify the presence of white particles inside the syringe. A batch history review showed no non-conformance's associated with this issue during the production of this batch. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel.

Event description:
It was reported with the use of the bd discardit¿ ii syringe there was an issue with foreign matter in the syringe plunger.